Event description:
It was reported that the battery gauge was displayed incorrectly, resulting in the pump shutting down. There was no reported impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.